Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect / pump off alarm occurring after the patient dropped their controller was not confirmed. The returned system controller (serial number (B)(6) was functionally tested and performed as intended throughout all testing. The provided log files were reviewed, and the log files did not capture any atypical events or alarms; the pump operated as intended throughout the data with no interruption to support until the controller was intentionally exchanged on (B)(6) 2025. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. This sections also instructs users to ensure that they do not drop their system controller or subject it to extreme physical shock. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect/pump stop alarm after they dropped their system controller on the ground. The patient was not sure how long the pump was off. The patient underwent a system controller exchange when the emergency medical services (ems) arrived around 10:55 on (B)(6) 2025 and the patient switched to the backup system controller successfully. The patient had driveline disconnect, low flow, and pump stop alarms. The event log files for (B)(6) captured routine events up until 21mar2025 at 09:40 until 09:43 where there was multiple power cable disconnect events noted on the black power lead. There were a couple more reconnects and disconnects on the black power lead noted, then (B)(6) 2025 at 09:54, the driveline showed it was disconnected until the system controller was powered down. According to the log files, it showed the new system controller was connected around 10:15 on (B)(6) 2025. Technical services stated it appeared the equipment was functioning as intended after the system controller exchange.